Event description:
A red alert was detected on this rv lead on (B)(6) 2011 for low shock lead impedance. Received a call regarding the red alert. Patient was brought into clinic. Multiple shock impedance measurements showed impedance was 43-44. Daily measurement shock impedance was measured when patient was sitting between two electric doors. Caller doesn't know if that's what caused the low impedance or not, but all measurements were normal. Caller stated he checked the measurements multiple times. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).